Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed alert 38 indicating consecutive motor stalls, after which the patient experienced elevated blood glucose and switched to backup therapy; the pump was replaced and the patient was provided with return instructions and supplies. Symptoms included hyperglycemia. Outcomes included interruption of insulin delivery and transition to alternative therapy without hospitalization. Investigation included review of device history and complaint details with troubleshooting guidance provided, including device shutdown and data sync instructions. Investigation of this device revealed a stalled insulin pump motor consistent with an insulin delivery failure, with the insulin delivery mechanism implicated. It was concluded, based on previously established findings for similar reports, that the cause was unknown pending device evaluation.